Event description:
It was reported during a laparoscopic ob-gyn surgery, the blade was broken. The details are being confirmed. As the broken blade has been confirmed outside the body, there is no possibility of retained fragments. Gen11 was used. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).h11 = b3: unknown; captured as awareness date.date sent 7/8/2026.d4 batch # unk.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.